Event description:
The olympus (oms) quality assurance representative further reported the problem was first noticed during inspection before procedure. There was no delay and no other devices involved. No further information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the event (b5), to correct the (h6) conclusion code and correct the initial become aware date; the correct aware date is march 22, 2021.

Manufacturer narrative:
To date, the device has not been returned for evaluation; therefore the cause of the reported malfunction cannot be determined. However, the investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, the high definition liquid crystal display monitor reportedly does not give an image. There was no patient death, injury, infection or harm reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: a1, g2, g3, g6, h2, h4, h6 and h10. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned for evaluation; however, the most probable cause of the image malfunction can be attributed to the following: - accidental failure of the internal substrate. - this is due to the influence of the power supply environment. Olympus will continue to monitor complaints for this device.